Manufacturer narrative:
Investigation results completed on a smiths medical medfusion 3500 pump. The device physical condition on arrival revealed a cracked case on right plunger and very old worn drive train parts. Primary audible alarm post was in the ehl of the event log. When testing was done, the event was unable to be duplicated . Preventative measures take were taken to replace pcb board, speaker, right plunger interconnect board , parts for the drive train assembly and added cable guard. The device passed all functional testing . Unable to determine cause of event.

Event description:
Information received a smiths medical product medfusion 3500 alarms acu watchdog failure. No patient adverse events reported, as no patient involvement.